Manufacturer narrative:
The system has been used multiple times since the reported incident and has performed properly each time. Issue has not recurred.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged their navigation system became unresponsive. In trouble-shooting, the system was re-booted but did not resolve the issue. The surgeon noted that the tumor was superficial and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). 12/30/2014 a medtronic representative, following-up at the site, reported when clicking the exit button from the software, it booted out to the blue logo screen and remained unresponsive. - 01/07/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.